Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan to report the one touch verio pro meter was giving the error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.